Event description:
It was reported the pt (spain) experienced a decrease in stimulation due to lead migration. It was noted the pt was hospitalized. The pt's lead was subsequently explanted and replaced. Please note: additional info has been requested; however, no further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.